Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the patient presented with infection and pain around the tsvwb13 implant is tooth site # 30. The site was debrided and implant remained in place.

Manufacturer narrative:
This report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported on 11/11/2020, 0002023141-2020-01934, see (B)(4).

Event description:
No additional or corrected information to report.